Event description:
During a pta (percutaneous transluminal angioplasty) procedure, it was reported that an 8mm powerflex pro balloon was delivered to the left common iliac artery for pre-dilation, however, it ruptured at 5-6 atmospheres (atm) during its initial dilation and leakage of the contrast media was observed. Therefore, it was removed from the patient and a non-cordis device was used to complete the procedure. There was no report of patient injury. The procedure was completed successfully. The target lesion was not calcified and not tortuous. The rate of stenosis was 90%. An approach was made from the left brachial artery. After the lesion was crossed with a 0.35in terumo radiofocus guidewire, the powerflex pro balloon was delivered to the target lesion for pre-dilation, however, it ruptured at 5-6 atm during initial dilation. The product was clinically used. The product will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during a pta (percutaneous transluminal angioplasty) procedure, it was reported that an 8mm powerflex pro balloon catheter (bc) was delivered to the left common iliac artery for pre-dilation, however, it ruptured at 5-6 atmospheres (five to six) during its initial dilation and leakage of the contrast media was observed. Therefore, it was removed from the patient and a non-cordis device was used to complete the procedure. There was no report of patient injury. The procedure was completed successfully. The target lesion was not calcified and not tortuous. The rate of stenosis was 90%. An approach was made from the left brachial artery. After the lesion was crossed with a 0.35in guidewire, the powerflex pro balloon was delivered to the target lesion for pre-dilation, however, it ruptured at 5-6 atmospheres during initial dilation. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted to the device or packaging prior to inserting the product into the patient. The device prepped normally. It was unknown which contrast media was used. The contrast to saline ratio was 50:50. It was unknown which brand of inflation device was used. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter removed easily and intact (in one piece) from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 15763922 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Addendum 05/26/2015: the product was stored, handled, and prepped according to the IFU. There were no kinks or other damages noted to the device or packaging prior to inserting the product into the patient. The device prepped normally. It was unknown which contrast media was used. The contrast to saline ratio was 50:50. It was unknown which brand of inflation device was used. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter removed easily and intact (in one piece) from the patient. The product will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Concomitant products: 0.35in terumo radiofocus guidewire. (B)(4). The product will not be returned for analysis. Additional information will be submitted within 30 days of receipt.